Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported when attempting to use the clip applier during a laparoscopic nephrectomy procedure, the clips would fall out. There was no pt consequences.